Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image intermittently disappears when connected to a glidescope spectrum single-use laryngoscope blade and manipulated. The customer replaced the glidescope core smart cable with a different glidescope core smart cable, and the image was normal. Issue was isolated by the customer to just the glidescope core smart cable. No harm to the patient or user was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 a replacement glidescope core smart cable was provided to the customer and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported intermittent image issue. When connecting the customer's smart cable to known, good, test verathon equipment, the image would cut out or distort due to loose connection from metal missing around the cable's hdmi connector. The camera image quality test was performed and failed. Upon completion of the evaluation, the reported glidescope core smart cable was scrapped as it had already been replaced prior to its return to verathon and there currently being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.